Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the final evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. Additionally, not related to the issue, there is a crack below the battery port and a foot is missing. The customer does not want these repairs done to the unit. Device passed all testing.

Manufacturer narrative:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the final evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. Additionally, not related to the issue, there is a crack below the battery port and a foot is missing. The customer does not want these repairs done to the unit. Device passed all testing. Additionally, during the evaluation of the device at the manufacturer's service center, the device failed a test step during testing for low oxygen flow. The device's inlet air path, air path foam, and flow path were replaced to address the issue. The device passed all testing.